Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no reported impact to the customer¿s blood glucose level as the effect was unknown or the customer declined to answer. The customer initially did not have the charging pad available to reset the pump but later called back, and technical support helped them reset the pump successfully. The malfunction did not recur, so the customer was advised they could continue using the pump and to call back if any issues recurred.